Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was having low voltage alarms. Log file review captured an odd string of power cable disconnects on the black power lead of the controller. The patient's controller was exchanged when alarms did not resolve with new batteries or clips.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: broken strain reliefs on the connectors of the white power cable and the black power cable. The reported event of atypical low voltage advisory and power cable disconnect alarms activating was confirmed via analysis of the submitted log file; however, the alarms were not reproduced during testing of the returned heartmate 3 system controller (serial number: (B)(6)). The log files contained 8 days of data combined ((B)(6) 2022 ¿ (B)(6) 2022 and (B)(6) 2000 per the timestamp). Power cable disconnect alarms that were not associated with power source exchanges and low voltage advisory alarm: s that were not associated with regular battery depletion were captured throughout the log files due to the relative state of charge (rsoc) voltage fluctuating and dropping below the low voltage thresholds while connected to 14v batteries; the atypical alarms were observed on both power cables and resolved shortly after activating. The driveline was disconnected on (B)(6) 2022 at 12:22:59 to exchange the system controller. The pump maintained a speed above the low speed limit throughout the log file. The returned controller operated a mock circulatory at the set speed without any atypical alarms produced, including when the power cables were manipulated by hand. Slightly raised resistances were observed on the rsoc wires of the power cables; this is consistent with early stages of conductor breakdown on both power cables. Conductor breakdown on the rsoc wires of the power cables may result in the reported atypical alarms. The root cause of the reported events could not be conclusively determined through this analysis; however, the increased resistances on the power cables could result in the reported alarms activating. It should be noted that the heartmate 3 system controller was shipped to the customer on 28 may 2018. The product life of a system controller is a minimum of 3 years from the date of first use. Heartmate 3 instructions for use (rev. G) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage advisory/hazard and power cable disconnect alarm conditions, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook (rev. G) section 6, entitled "caring for the equipment", describes the importance of protecting the system controller power cables and the driveline from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook (rev. G) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables and the driveline for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook (rev. G) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 28may2018. No further information was provided. The manufacturer is closing the file on this event.